Event description:
It was reported by the patient of being awakened at night with pronounced thumps of palpable heart beats. The device has been checked and was working normally. The patient was sending a transmission and the device remains in use. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4518 competitor lead, implanted: (B)(6) 2004; 1148 competitor lead, implanted: (B)(6) 1994. (B)(4). (B)(6).